Manufacturer narrative:
H2 additional information: updated d10 and additional codes. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial lot/sw version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code a0902: display or visual feedback problem is applicable to the monitors would occasionally turn black. Code a1102: application program problem and code: a23: use of device problem are applicable to the system was displaying a "low performance" message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was displaying a "low performance" message when the surgeon moved to the navigation screen. The monitors would occasionally turn black as well. Technical services (ts) provided the following troubleshooting steps: reboot the system, clear older patient archives that are no longer needed to free up storage space, edit the three-dimensional (3d) model to clean up as much as possible, and review the imaging protocol with the site to ensure proper images are used to generate the model. Patient presence was unknown.

Event description:
Additional information was received. It was reported that the system was functioning as intended.

Manufacturer narrative:
H2: additional information: b5. Correction: e1. The facility name previously reported was incorrect and has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that a patient was confirmed present. This occurred intraoperatively during a craniotomy procedure. There was no surgical delay. There was no impact on patient outcome. The actions taken to resolve this issue was that navigation began working after old patient data was deleted. Software was then uninstalled and reinstalled.

Manufacturer narrative:
H2) additional information added to sections a, b5, d4, and e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.